Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the foley catheter was pulled out after the operation, when the oif was removed . The patient stated that the catheter was reinserted and the urine flow was good. When they checked the balloon catheter that had been pulled out, it was found that there was a small hole in the cuff part, and distilled water for indwelling leaked out. It is unknown when it came out. A cuff check was performed before the balloon catheter was inserted before the operation, and the catheter was inserted without any problem. Good urine flow was confirmed, distilled water from the cuff was also injected without resistance, and it was fixed with tape so that it would not come off. Bladder temperature from 36.2 ° c to 35.6 ° c during surgery and observed after that. They reported to the anesthesiologist to measure the esophageal temperature, and observing the temperature was 35.6 ° c. The drain bag missed the urine after surgery and they thought urine volume would not increase on the way. Also the indwelling bag that had been missed contained 170 ml of urine. After replacement, 500 ml spilled into a new indwelling bag, for a total urine volume of 670 ml. When using a balloon catheter with a bladder temperature sensor in the future, it was advised to check whether the catheter has come off when the bladder temperature drops. No patient injury was reported.

Event description:
It was reported that the foley catheter was pulled out after the operation, when the oif was removed . The patient stated that the catheter was reinserted and the urine flow was good. When they checked the balloon catheter that had been pulled out, it was found that there was a small hole in the cuff part, and distilled water for indwelling leaked out. It is unknown when it came out. A cuff check was performed before the balloon catheter was inserted before the operation, and the catheter was inserted without any problem. Good urine flow was confirmed, distilled water from the cuff was also injected without resistance, and it was fixed with tape so that it would not come off. Bladder temperature from 36.2 ° c to 35.6 ° c during surgery and observed after that. They reported to the anesthesiologist to measure the esophageal temperature, and observing the temperature was 35.6 ° c. The drain bag missed the urine after surgery and they thought urine volume would not increase on the way. Also the indwelling bag that had been missed contained 170 ml of urine. After replacement, 500 ml spilled into a new indwelling bag, for a total urine volume of 670 ml. When using a balloon catheter with a bladder temperature sensor in the future, it was advised to check whether the catheter has come off when the bladder temperature drops. No patient injury was reported.

Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. The device met relevant specifications. The product was used for treatment. The product had not caused the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), used temperature sensing silicone foley catheter. Visual inspection of the sample noted no obvious visible defects. The catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water), and solution immediately leaked from a 0.012" pinhole found on the balloon surface. This is out of specification per inspection procedure which states, "pinholes are not permitted". Further, the catheter was flushed to test for restricted flowrate, and there were no obstructions noted. This meet specification per inspection procedure which states, "check for defects: excessive material (over fill), bubbles/voids, splits and/or blemishes. No root cause could be found because the reported event was unconfirmed. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The investigation is concluded, and no additional action is required at this time. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. As the reported event is unconfirmed a labeling review and risk review is not required. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was inspected.